Event description:
Nurse opened a new box of powder free vinyl gloves. She pulled one out and there was a red/black/orange hard lump in the bottom of the glove. It looks like a piece of burnt plastic.